Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient was shaky and his vision was impaired. The cgm was reading 64 mg/dl and the blood glucose reading was 43 mg/dl. The patient self-treated with 3 units of glucagon. The patient´s wife called their daughter and their daughter called the paramedics who arrived at 10:57 pm. The paramedics monitored the patient and at 11:01 pm they took a blood glucose reading which was 73 mg/dl. There was no medication provided by the paramedics. The patient recovered and was stable at the time of the report. The patient was not taken to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.